Event description:
It was reported that the patient expired (B)(6) 2011. A (B)(4) transmission showed no intrinsic activity and no signs of capture. The patient was 100 percent paced at the time of the transmission. Several episodes of vf were noted between (B)(6). Therapy was delivered breaking the rhythm for a few seconds, but each time the rhythm reverted to vf. Intermittent undersensing was noted on stored egms. Variable r-wave amplitudes led to undersensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device detected and delivered atp and therapy for vf. The last shock was delivered at 12:10 am breaking the rhythm. At 12:11 am the rhythm was redetected and atp therapy was delivered. Sinus was detected while the rhythm remained unstable with variable r-waves.

Manufacturer narrative:
The device was tested on the bench and the automated system. No device anomaly was found and the device met all test specifications.

Manufacturer narrative:
Additional analyses indicate there is no significant difference in the occurrence of undersensing between the low frequency attenuation (lfa) filter used in these devices and the tachy filter used in earlier generation devices. Review of stored electrograms from specific episodes containing undersensing demonstrates low amplitude signals that are not sensed due to amplitudes being below the programmed sensitivity threshold of the device. There was no evidence of device malfunction.